Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high triglyceride (tg) result generated by unicel dxc 600 pro clinical system. The sample was repeated and lower result was obtained. Amended report was initiated. The erroneous result was reported out of the laboratory.

Manufacturer narrative:
The controls were high pre and post event. Unit calibration failed post event. Service was dispatched and a bci field service engineer (fse) performed performance verification test (pvt) carryover test, which failed. Fse replaced parts and reagent and rerun pvt carryover test, which passed. A clear root cause can not be determined for this event.